Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified that one of the prongs is broken off and the prong was not returned. The item had scuffs and scratches and also some minor dents and dings on the prong. It has a field life of up to ten and a half years. A review of the device manufacturing records and raw material certification confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Cmp-(B)(4). G2 - foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The guide was received broken in the loan kit but the missing part was not found in the transport box. The surgeon was experienced with this type of instrument set and was able to position the femoral component despite the broken guide. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.